Event description:
User called reporting that after having used the catheter, upon removal he noticed blood on the device. User stated that a piece of plastic was present in the eye of the catheter and had been punched out.

Manufacturer narrative:
Device examined by MFR revealing no rough edges or eyes not punched out. MFR could not duplicate complaint and no other complaints found on were made on this product.